Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was having difficulties healing at her ipg surgical incision site. As a result, the patient's ipg was explanted, and the patient was placed on oral antibiotics.

Event description:
Follow up revealed that the patient's wound issues have resolved over time.